Event description:
Initial report indicated that approx one month after vns implant, pt began to experience drop seizures. It was reported that the pt never showed any seizure improvement from the vns, but suffered from an increase in seizures and now drop attacks. The pt never suffered from drop attackes pre-vns. Further investigation (01/2001) revealed that a decrease in programmed parameters resolved the pt's increase in seizures and drop attacks. It was again reported on 09/2001 that the pt has been having drop attacks and that the device was programmed to off on 07/2001. Physician indicated that he believed that the vns seemed to cause the drop attacks. The drop attacks seemed to be resolved after programming the deivce to off on 07/2001, but then additional drop attacks occurred in 17 days later, and in 09/2001, and 8 days later even with the device programmed to off. No further action is planned. The physician does not plan to program the device back on. The pt has been started on zonogram and gabitril has been reduced.